Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8116700, model: sc-8116-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the lead and the ipg were replaced. The patient was doing well postoperatively. The explanted devices were not returned.